Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.

Manufacturer narrative:
Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 50.2 degree celsius and 62.9 degree celsius under load testing with coolant spray on. These temperatures did exceed specification. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. The cap end bearing was broken into pieces. Significant debris was seen inside the cap cavity. Debris was also seen within inner components. Some corrosion was also seen on the head-tail assembly. Cap end bearing failure and excessive debris most likely created friction within the head which resulted in temperature increase.